Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer's mother reported via phone call that the customer went into the water while connected to the insulin pump. The mother stated the insulin pump was not functional as a result. Customer's blood glucose was unknown. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
The insulin pump was received with moisture damage at motor assembly and electronic assemblies. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corner.